Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we found a number of cases with similar fault description (alenti castors get loose/fall off), which were found to mainly relate to events caused by use and maintenance error. The trend observed for reportable complaints with this failure mode on alenti device is considered to be low and stable. It has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event. The alenti device was found not to be up to specification and was used for patient treatment on the time of event. As a result it caused or contributed to the event. From our investigation, it appears most common and likely root cause of the event was lack of the maintenance of the device. According to the instructions for use the caregiver obligations is to check/clean the castors on a weekly basis or report for replacement when needed. Please be aware that this device is 10 years old and according to the IFU and it states as it did not have arjohuntleigh service contract should be taken out of use. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a user error relating to the device's maintenance as the received information and our evaluation as described above are showing that if the instructions for use safety warnings are followed there will be no patient or caregiver risk.